Manufacturer narrative:
Product event summary: (B)(4): the 2.0 controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a damaged pin on the serial port during visual inspection, which affected the ability to connect the serial cable and the alarm silence adapter to the controller during functional testing. Visual inspection also revealed cracks around the connector at controller power port 2. This is an additional observation not related to the reported event. The most likely root cause of the reported bent pin event can be attributed to a forced connection. The manufacturer has opened an internal investigation to evaluate bent pins on controller 2.0 and cracks around connectors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: in relation to the reported event, the returned controller did not pass visual inspection and did not pass functional testing. As a result, the reported event was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator, that the controller was unable to connect to the monitor after months of use. After assessing data port, it was found that there was a bent pin in the port and the controller was exchanged, as patient was not able to transfer information from controller to the monitor without functioning data port. It was stated that there were no patient symptoms or complication associated with the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a damaged pin on the serial port during visual inspection, which affected the ability to connect the serial cable and the alarm silence adapter to the controller during functional testing. Visual inspection of the controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on the investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The most likely root cause of the reported bent pin event can be attributed to a forced connection. Bent pins on controller 2.0 are currently being investigated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.